Event description:
It was reported that the patient presented remotely via merlin.net with an alert of inappropriate anti-tachycardia pacing (atp). Review of the episodes stored on the patient's cardiac defibrillator showed sub-ventricular tachycardia was misdiagnosed as ventricular tachycardia on the morphology discriminator. The patient was asymptomatic and unaware of the atp. The patient came into clinic on (B)(6) 2017 and programming changes were made. The patient was stable before and after the reprogramming.